Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that within 24-hours post-implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the patient coded during heart catheterization with "lots of ectopy". The device appropriately detected and treated the arrhythmia, however external defibrillation was also provided out of caution as the physician was initially concerned the device did not see the arrhythmia. Device therapies were requested to be deactivated for the patient to enter hospice care before the patient ultimately passed away shortly after due to a "sick heart". It was stated that the death was not related to device function or the implant procedure.